Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Prior to manipulation of the left knee on (B)(6) 2018, the patient was also experiencing pain, swelling, stiffness, and difficulty walking.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure notes (B)(6) 2018 indicate the patient received a left total knee manipulation under anesthesia due to postoperative arthrofibrosis. The procedure was completed without indication of complication. Doi: (B)(6) 2018. Doe: (B)(6) 2018; left knee.